Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of two (2) solution sets were damaged. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : two (2) samples were received for evaluation; both samples were contained in their primary package. A visual inspection was performed which revealed a damaged primary package damage in the paper part in the first sample and damage in the plastic part of the package in the second sample. The reported problem was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.